Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient posted on strykeractive facebook site that they had total knee replacement on left knee in 2008 and have days they cannot walk and are in extreme pain every day.

Manufacturer narrative:
Additional information: date of explant. An event regarding alleged pain, immobility and revision involving an unknown left knee implant was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact cause of the reported pain could not be determined based on the information provided. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Further information such as patient medical records and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
Patient posted on stryker active (B)(6) site that they had total knee replacement on left knee in 2008 and have days they cannot walk and are in extreme pain every day.